Event description:
Rptr had a lot of pain. She was ill a lot for the last 13 yrs before she had the implants removed. The implants hardened and were firm. She didn't know why she felt pain in her side. She had all the colon and stomach tests. She has connective tissue problems, a lot of ibs, also arthritis and joint pain. She had them removed because of rupture. She still has pain. She also had a lumpectomy and still has burning.